Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 488 mg/dl (performa nano system 1) and 55 mg/dl (performa nano system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for performa nano system 1. Reference medwatch with (B)(6) for performa nano system 2. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).